Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra mini meter was reading inaccurately erratic. The complaint was classified based on the customer service agent (csa) documentation. The reporter stated that the alleged meter inaccuracy began on the afternoon of (B)(6) 2020. The reporter claimed the patient obtained blood glucose readings of ¿hi, 179 mg/dl and hi¿ with the subject meter, performed within an unspecified time of each other. The reporter informed the csa that the patient manages his diabetes with a combination of insulin (humalog 25 units, lantus 75 units once a day), symlinpen 120 mcg before each meal, and oral medication (metformin 500 mg 4 tablets each morning). In response to the alleged issue, reporter claimed the patient took an unspecified dose of insulin (type not reported). On (B)(6) 2020 at around 5:00 pm, after the alleged issue began, the reporter claimed the patient developed symptoms of feeling ¿weak, sweaty, hot and hands were trembling.¿ the patient reportedly treated himself with food then proceeded the emergency room (ER). The reporter claimed the patient¿s blood glucose was measured at ¿76 mg/dl¿ on the ER device and that he was discharged from hospital at 9:00 pm that same day. No additional treatment was provided. During troubleshooting, the csa confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. The csa was unable to confirm if the test strips were stored correctly (per owner¿s booklet recommendation) and were within their discard date. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking insulin based on alleged inaccurate readings obtained with the subject meter. The subject meter could not be ruled out as a contributor to the event.